Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in france. It was reported that patient faced infusion set leakage event on 10-sep-2024. Leakage was at the connection with catheter/reservoir. No further information was available.